Manufacturer narrative:
(B)(4). Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; during a thoraco/pneumothorax involved procedure, the device stopped firing in the middle on its second firing. The tissue is involved is described as thick and solid the tissue was released by cutting reinforcement material. At the second push of the button the solid blue indicator lights on the device handle illuminated. This occurred two additional times after which a new device handle and reload were opened to continue the surgery. The surgical time was extended by more than 30 min. It is reported that there were no problems to or with the patient. Additional tissue resection was not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. Only some oozing bleeding occurred as a result of the issue, and did not result in excess blood loss. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. Prior to the issue the device had been previously sterilized via an autoclave and cleaned manually.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three reloads opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Each reload was received partially fired to the 4 cm cut line. The anvil clamping mechanism of each reload was deformed. Reload number three displayed damage to the cutting edge of the knife blade. Functional testing was satisfactory for all three reloads. Replication of the deformed anvil clamping mechanism can occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.